Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had a blank display. The customer stated that she rewound her insulin pump after the no delivery alarm, and it worked fine for 10 minutes thereafter before the display went blank. The customer's blood glucose was 138 mg/dl. She replaced the battery but noted that the display did not return. She stated that the insulin pump did not show signs of physical damage or corrosion at the battery cap, battery compartment, or battery spring. Upon troubleshooting, the customer stated that the display did not return with a battery change. The customer stated that she was unable to clean the battery cap contact using alcohol, and the phone call was dropped before she could be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.